Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It is reported by the hospital that the mrh femur broke.

Manufacturer narrative:
An event regarding a fracture involving an mrh femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: the mrh femoral component remains assembled with an offset adapter and a stem extender component. The femoral component is fractured through the lateral condyle. A thin layer of bone cement remains adhered to the anterior and distal aspects of the unaffected side of the femoral component. The lateral condyle of the femoral component fractured in fatigue. Eds analysis indicated the composition of the femoral component was consistent with astm f75 alloy. No material or manufacturing defects were observed on the device features examined. -medical records received and evaluation: the medical review indicated that the root cause of failure is related to bone cement fill-up of bone defects behind the mrh femoral component at time of implantation which has contributed to progressive micro-motion between metal, cement and bone due to their differences in elastic modulus. Micromotion causes bone resorption which slowly but progressively caused loss of bone support behind the lateral condylar flange of the mrh device resulting in an overload condition. Fatigue started to build-up ending in a fatigue fracture at exactly the location of overload. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the material analysis concluded that the lateral condyle of the femoral component fractured in fatigue and that no material or manufacturing defects were observed on the device features examined. The medical review indicated that the root cause of failure is related to bone cement fill-up of bone defects behind the mrh femoral component at time of implantation which has contributed to progressive micro-motion between metal, cement and bone due to their differences in elastic modulus. Micromotion causes bone resorption which slowly but progressively caused loss of bone support behind the lateral condylar flange of the mrh device resulting in an overload condition. Fatigue started to build-up ending in a fatigue fracture at exactly the location of overload. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It is reported by the hospital that the mrh femur broke.